Event description:
Customer reports that accutorr plus monitor shuts down, which may have affected patient monitoring. No patient injury reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included a new keypad board. Unit was calibrated and safely tested to factory's specifications.